Event description:
It was reported that while using bd synapsys¿ the culture spread pattern was in effectual. This is a single occurrence report. There were no results reported to clinician or patient. The following information was provided by the initial reporter: customer choose the streaking pattern 18 for their plates and are very unhappy to only be able to use the app with streaking pattern 4. They requested to expand the list of possible streaking patterns for uca to include the pattern 18. They face quantities of cfu/ml up to 10^7, therefore they need a pattern that is able to result in single colonies and separate multiple isolates. As examples drawn from customer site, comparing both patterns show, this is not always the case for the pattern 4. Example pictures are done with real patient samples and are coupled in pairs, one plate following the uca analysis set, the other plate following the standard analysis set for urine plates. Since their samples contain a higher bacterial load, the count of >10^5 is insufficient, they require more distinguishable quantities in the uca available. The customer is a private lab with a multitude of external senders, therefore it is difficult to control the conditions for urine samples taken. Usually the patients draw their midstream samples themselves and bring them to their doctor, which then sends the sample in vacutainers (product number 364958) to the lab.

Manufacturer narrative:
Expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.